Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure of damaged sheath was confirmed. It was found, that the distal end of the probe was damaged. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic probe sheath was damaged. The event occurred, during reprocessing. There was no patient involvement.